Event description:
On (B)(6) 2013, at (B)(6), while turing on a cardiohelp unit (article number 70104.8012; serial number (B)(4)) the unit displayed a fan 2 defective message. The customer contacted the toll-free service number and spoke with a technician. The hospital continued to use the equipment. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a ssu technician and fan 2 was replaced. A complete preventive maintenance (pm) and full functional and safety tests were performed to factory specifications. (B)(4).